Manufacturer narrative:
Additional information: section d8 & h6. Investigation summary: this complaint reports that a cut/crack was seen near the connection sight within 48 hours of setting the drain up. The user reported that there was no interruption or harm to patient care. They stated that they took a photograph, but were unable to provide it because the phone was broken by an aggressive patient. The user sent a picture of another drain's patient tube with an arrow indicating where the damage was seen. The picture indicates that it was on the patient tube within an inch of the end of the barbed connector. The device was not returned for evaluation. It is not unusual for indents to be seen on patient tubes where the blue clamp presses into them in the packaging, however this does not impact the functionality of the drains. The location indicated on the picture would be an unusual place for this to occur, as the clamp is usually located further down the tube. Because of the location, it is unlikely that this is related but indents have been mistaken for holes/cuts in the past so it should be noted as a possibility. It should also be noted that no damage was identified during setup of the drain and it functioned normally for around 48 hours. The drain was replaced when the mark was noticed, although the user indicated its functionality never ceased. Damage being identified so long after setup is likely to have occurred during use, especially if the patient using the drain was violent or uncooperative as may have been the case. A DHR review could not be completed because the lot number was not provided. The IFU provides adequate instructions for the setup and use of the device. The IFU instructs the user not to use the device if it is damaged and to regularly check all the connections. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found 3 similar complaints of holes in the patient tube. None of the complaints could be confirmed and no holes in the patient tubes were identified, even on the 2 that were returned. A review of crs/capas found none related to this complaint. No related ncrs or scars were identified. No pictures of the device were provided and the device was not returned for evaluation. Neither the complaint nor a device nonconformance can be confirmed. The root-cause of this complaint is impossible to define. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. Neither the complaint nor a device nonconformance could be confirmed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Complaints associated with defective or damaged device identified during use related to only cosmetic damage/ kinked or indented chest drain tubing. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Atrium medical corporation will no longer report future events for complaints associated with defective or damaged device identified during use related to only cosmetic damage, or kinked or indented chest drain tubing, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
Hospital stated: while providing treatment on a patient, a cut/crack was found on the atrium tubing at the connection by nursing staff. No patient injury, drain issue noticed within 48 hrs. Of drain use, issue resolved by a new atrium drain attached.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.